Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, lot# unknown, product type: accessory. Product ID: 3550-29, lot# unknown, product type: accessory. Product ID: 3550-29, lot# unknown, product type: accessory. Product ID: 97715, serial# (B)(4), product type; implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A supplemental report will be sent when analysis results are available. Due to additional information received, (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-jun-20 confirming that all impedances were > 40,000 ohms. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), product type: implantable neurostimulator; product ID: 39565-65m, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 23-jul-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an spinal pain. It was reported that there was an impedance issue that occurring during a normal battery replacement. It was indicated that there were no patient signs or symptoms. It was indicated that the existing lead and battery pre-procedure were working appropriately and no impedance issues were shown when they were running preoperatively. However, during replacement the patient¿s existing lead would not connect properly to the new ins. The 0-7 slots all connected correctly, but the 8-15 were out completely. The physician attempted to remove, clean and reinsert the lead into the 8-15 slot multiple times with no luck achieving connectivity, as they got all red x¿s. They then decided to remove the properly connected lead and try it in the 8-15 slot to help decide if it was a lead or battery issue. When the lead was inserted into the 8-15 slot it would not show green connection on the check connectivity screen, so the physician hypothesized that the issue was most likely with the battery. They requested that they try and implant a different ins battery. A new battery was opened and the leads were inserted and tightened down. The new battery also had an issue with the lead contact connectivity on the contacts 7, 14 and 15 that could not be resolved with reinsertion of the lead multiple times. After numerous attempts of reinserting the physician decided to leave the lead inserted with contacts 7, 13 and 14 not working properly. The patient¿s existing programming was not utilizing these contacts and the issue was resolved at the time of the report. The first replacement ins that was never implanted, will be returned for analysis. The event occurred on (B)(6) 2019. No further complications were reported/anticipated. Reference reg report # 3004209178-2019-11723.